Event description:
The patient experienced a loss of therapeutic effect and no stimulation sensation following being beaten/abused. She had pain and it was unclear if it was related to the trauma or device. She needed an MRI for evaluation of three pinched nerves. The patient desired to have her device checked and was at home. Further information was requested from the healthcare professional.

Manufacturer narrative:
(B) (4).